Event description:
During the device evaluation, the ultrasound gastrovideoscope exhibited a peeled acoustic lens of the ultrasound probe exposing the glue layer. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to physical stress caused by dropping or bumping on a hard surface/object. Olympus will continue to monitor field performance for this device.